Event description:
Pt started on IV drip of insulin via electronic infusion device (eid) in the emergency room. Pt transported to hosp room by a non-professional escort. After being placed in bed, the escort removed tubing from the eid without clamping it, so he/she could return the eid to the ER. As a result a free-flow infusion of insulin occurred. Rn noticed pt had symptoms of hypoglycemia and stopped the IV and began dextrose 5% injection.